Event description:
Reference number (B)(4). Event occurred in the united states. On 31-jul-2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels was elevated to over 512 mg/dl, therefore patient had received mdi. The patient first went to the emergency room and subsequently got hospitalized and received IV and fluids of saline and insulin. The patient also had high ketones and infusion set was in use for 12 hours. No further information available.